Event description:
Olympus was informed that during an unspecified laparoscopic procedure, one jaw of the suspect medical device broke apart and the fragment fell into the patient's cavity. No fragments remained inside the patient as they were recovered by another unspecified surgical instrument. The intended procedure was reportedly interrupted to recover the fragment, subsequently resumed and finally completed by using a similar surgical instrument. The operation time was prolonged accordingly.

Manufacturer narrative:
The suspect medical device was not yet returned to olympus for evaluation. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore is being judged as unknown. However, if the suspect medical device is returned for evaluation and additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.